Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances and oversensing noise. It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the rv lead exhibiting high out of range pacing impedances. The health care professional (hcp) noted that the rv lead exhibited loss of capture (loc) in bipolar configurations and high pacing thresholds in unipolar configurations. Technical services (ts) discussed possible causes and recommended for the lead to be revised. At this time, no additional adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was provided that reported that the patient underwent a revision procedure. This right ventricular (rv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported at this time. Additional information received indicated that prior to the lead explant, chest xray images taken had revealed medial insertion site which lead to subclavian injury to the lead. A revision procedure was performed, and the lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances and oversensing noise. It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the rv lead exhibiting high out of range pacing impedances. The health care professional (hcp) noted that the rv lead exhibited loss of capture (loc) in bipolar configurations and high pacing thresholds in unipolar configurations. Technical services (ts) discussed possible causes and recommended for the lead to be revised. At this time, no additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances and oversensing noise. It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the rv lead exhibiting high out of range pacing impedances. The health care professional (hcp) noted that the rv lead exhibited loss of capture (loc) in bipolar configurations and high pacing thresholds in unipolar configurations. Technical services (ts) discussed possible causes and recommended for the lead to be revised. At this time, no additional adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was provided that reported that the patient underwent a revision procedure. This right ventricular (rv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported at this time.